Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in used condition, and a peeled downstream occlusion (dso) seal. Functional testing was able to duplicate the issue. It was determined that the inoperable air detector was the root cause. The air detector and the dso seal were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device 'fails air in line'. There was no patient involvement.